Event description:
The user facility reported to terumo cardiovascular systems, that during cardiopulmonary bypass surgery, the oxygenator was not oxygenating properly, as the pt's po2 levels were low and inconsistent. The product was not changed out. There was no harm to the pt. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).